Event description:
It was reported that the caller states received a call from the telemetry unit that the patient was symptomatic and having ventricular loss of capture. The caller checked the device, thresholds, sensing, bipolar impedances. A chest x-ray showed plenty of slack in the ventricular lead. The caller was able to reproduce ventricular loss of capture with the patient standing. (B)(6) 2010: it was also reported that the rv lead had dislodged due to lack of lead length. The lead was repositioned from the rv to the ra and is still in use. No patient complications were reported as a result of this event. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.